Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and exposed to magnetic field or MRI. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and the customer was able to clear the error rewind the pump. It was determined that issue was possibly caused by a site issue as error did not recur after rewinding pump and insulin pump passed self test. No harm requiring medical intervention was reported. Product return status for mmt-1881 is unknown.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 43 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 on (B)(6) 2024 13:42:00.000 due to corroded motor home switch. Moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay, and corroded battery tube. The p-cap/reservoir does lock properly. No pump error 43 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 due to corroded motor home switch. Unable to confirm exposed to magnetic field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.